Manufacturer narrative:
Device evaluation: the intraocular lens remains implanted; therefore, it could not be evaluated. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
At the post-operative follow up visit, the doctor measured the intraocular lens (iol) axis at 10 degrees. The iol was positioned at 179 degrees during surgery. The patient had an 11 degree rotation/misalignment noted at the 6 week visit. No further complications or actions were noted. No repositioning is required, as the outcome does not significantly interfere with activities of daily life for the patient. No additional information was provided to abbott medical optics.